Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the label printer failed due to a configuration issue. A technical support specialist reconfigured the settings of the label printer to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a malfunction in which the zebra label printer was unable to print. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.